Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusions were found to be within the cartridge. A cartridge change was performed resolving the occlusions. There was no reported adverse impact to the customer¿s blood glucose level.